Event description:
It was reported to boston scientific corporation that a tria firm uereral stent was used during a ureteroscopy procedure in the left ureter, performed on (B)(6)2022. During the procedure, the stent could not be inserted in the ureter. It was noticed that the lumen is not in normal condition. Another tria firm ureteral stent was opened and successfully completed the procedure. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on the investigation finding of stent kinked.

Manufacturer narrative:
Medical problem code a0406 captures the reportable investigation result of stent kinked inside the patient. The returned tria firm ureteral stent was analyzed, and a visual evaluation noted that the renal pig tail kink, after that, was possible observed both coils in good conditions with their respective revolution. Additionally, the suture and positioner did not return. During functional analysis use a mandrel of 0,039" and pass through stent without resistance. A photo of the device shows that the device was out of its original pouch where is possible observed only the stent without their suture, no caught any other abnormality. No other issues with the device were noted. The reported event was not confirmed. According to the product analysis, it is possible that operational factors, manipulation of the device with excess of force applied during it use in the procedure, could have caused the kink in the renal coil. Consequently, affect the performance of the device. After a functional, visual, magnification and dimensional test in the complaint device it was not possible to identify evidence or any defect on the device related with the alleged issue. Therefore, adverse event related to procedure is selected as the most probable root cause for the complaint. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.